Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test conducted.". The patient's concurrent conditions included endometritis, abdominal pain, suprapubic pain and endometritis. Concomitant products included doxycycline since 2008 and ibuprofen since 2008. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (partial hysterectomy / (B)(6)2012, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in device insertion date. (B)(6)2008 received in pfs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test conducted.". Concomitant products included doxycycline since 2008 and ibuprofen since 2008. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (partial hysterectomy / (B)(6) 2012, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: descripancy in device insertion date. (B)(6) 2008 received in pfs. Most recent follow-up information incorporated above includes: on (B)(6) 2008: pfs received. Reporter information updated. Plaintiff demographics added. Concomittant drugs added. Product indication updated. Lot no. Received. Events vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia and no confirmation test performed added. Outcome for event pelvic pain updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test conducted.". The patient's concurrent conditions included endometritis, abdominal pain, suprapubic pain and endometritis. Concomitant products included doxycycline since 2008, hydrocodone, ibuprofen since 2008 and tramadol. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric problems, condition: mental anguish"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, nausea, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in device insertion date. 12-aug-2008 received in pfs. Patient recevied treatemnt for pelvic pain , abdominal pain , dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added.event: abdominal pain,bleeding were added.event outcome were updated :pain , bleeding to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test conducted.". The patient's concurrent conditions included endometritis, abdominal pain, suprapubic pain and endometritis. Concomitant products included doxycycline since 2008, hydrocodone, ibuprofen since 2008 and tramadol. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric problems, condition: mental anguish"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety and nausea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in device insertion date. (B)(6) 2008 received in pfs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: pfs received event " psychological or psychiatric problems, condition: depression, mental anguish, nausea" were added. Concomitant drug were added. Event outcome updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and endometritis ('endometritis based on uterine tenderness') in an adult female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test conducted.". The patient's medical history included gravida ii, parity 4, pregnancy test negative and drug allergy. Concurrent conditions included endometritis, abdominal pain, suprapubic pain, endometritis, polycystic ovaries, hypersensation skin and abdominal pain lower. Concomitant products included doxycycline since 2008, hydrocodone, ibuprofen since 2008 and tramadol. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric problems, condition: mental anguish"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) with uterine tenderness, nausea ("nausea"), abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, nausea, abdominal pain and genital haemorrhage had resolved and the endometritis outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in device insertion date. (B)(6) 2008 received in pfs. Patient received treatment for pelvic pain , abdominal pain , dysmenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nausea, menorrhagia, endometritis lot number: 627097 manufacturing date: 2008/04 expiration date: 2010/04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and endometritis ('endometritis based on uterine tenderness') in an adult female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test conducted.". The patient's medical history included gravida ii, parity 4, pregnancy test negative and drug allergy. Concurrent conditions included endometritis, abdominal pain, suprapubic pain, endometritis, polycystic ovaries, hypersensation skin and abdominal pain lower. Concomitant products included doxycycline since 2008, hydrocodone, ibuprofen since 2008 and tramadol. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric problems, condition: mental anguish"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) with uterine tenderness, nausea ("nausea"), abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, nausea, abdominal pain and genital haemorrhage had resolved and the endometritis outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in device insertion date. (B)(6) 2008 received in pfs. Patient received treatment for pelvic pain , abdominal pain , dysmenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nausea, menorrhagia, endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: mr received. Reporter information, patient's medical history, event "endometritis based on uterine tenderness" and auto narrative supplement were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy with a device removal due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.